Event description:
It was reported that during pre-surgery, it was observed that it was difficult to lock and unlock the collar of the motor device. It was further reported that the device made a grinding noise when the drill was moved, and was running warm. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the device was loud and was running over the temperature specification. Therefore, the reported condition was confirmed. The device was disassembled and it was observed that the driveshaft was broken, which was indicative of excessive force used during the use of the device. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.